Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 10/21/2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump history indicated no evidence of loss of prime warnings. During testing, the pump performed the rewind, load and prime steps successfully and completed the 24 hour duration test with no alarms or loss of prime occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.